Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (B)(4). It was reported that approximately 8 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, suffered from pain, swelling, and decreased range of motion. The implantation of the exactech device and subsequent revisions have caused personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses, and he will sustain future damages including but not limited to cost of medical care, rehabilitation, mental and emotional distress, and pain and suffering. Accordingly, plaintiff is seeking compensatory and special damages, including attorneys' fees and costs, and all other available remedies under the law. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion. However, the reported prosthesis wear and loss of range of motion could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected medical device clinical codes.

Manufacturer narrative:
D4 corrected. D10 concomitant devices (B)(6) , 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) , 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk.